Event description:
The manufacturer representative (rep) reported end of service (eos), the device was off/disabled and no longer providing therapy. The patient may not remember previous overdischarge recoveries but they knew that there was one attempted that they had made this month. It was noted that they completed an overdischarge recovery on (B)(6) 2016 and the power on reset (por) was cleared. The patient was to follow-up with an health care professional (hcp), it was noted that they did not currently have an health care professional (hcp). It was noted that the eos was seen by the patient on (B)(6) 2016, a few days after the (B)(6) appointment. The eos was confirmed by the rep on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that an overdischarge was alleged and the device was explanted. It was noted that the implant wasn¿t holding a charge after going into overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.